Event description:
Patient reported left side ¿acute pain in breast¿. Healthcare professional additionally reported capsular contracture, baker grade unknown. Patient representative later reported capsular contracture was a baker grade IV and cysts. The device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203 - imaging required. Device evaluation: based on the device analysis grid, the assessments of the complaint are: pain: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device. Cyst: unable to confirm as it is a medical event not related to the device additional observations: deformation observed in the device. No further actions are required as the device was implanted.

Event description:
Patient representative later reported capsular contracture was a baker grade IV and cysts.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported left side ¿acute pain in breast¿, caller did not know if it is applicable for both breasts. Healthcare professional additionally reported capsular contracture, baker grade unknown. The device has been explanted.